Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 21, 2019 that a lighttrail single use laser fiber was used during an ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, the fiber broken when it was used. No patient complications have been reported as a result of this event.